Manufacturer narrative:
(B)(4). The customer reported the device will not hold a charge. There was no pt involvement. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the device will not hold a charge. There was no pt involvement.